Manufacturer narrative:
In response to FDA report number: mw5101826. A review of the device history record has been completed. No deviations or non-conformances noted. The event of delayed healing is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "slow wound healing".

Event description:
Patient reported via regulatory agency "slow wound healing", "widespread unexplained inflammation", "daily hives", and "rashes". The following reported events have been deemed not related to the device: "interstitial cystitis", "infertility", "kidney problems easily injured (sprained wrist twice, pinky once), able to breathe much more deeply post-explant (didn't realize this was a problem until explanting)", and "severe joint pain to the point I could barely walk during the last couple months with implant". Affected side is left. The device has been explanted.